Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse reported to fresenius medical care via fax that there was a crack in the blood tubing of a combiset bloodline and in the transducer protector area of the blood tubing that is fed into the blood pump. In a follow up, the nurse verified the event. The date of the event was 3-28-2026. The leak occurred about 2 hours into the treatment. The fresenius 2008t machine alarmed with an air detector alarm. It was an external leak as blood was visibly seen dripping from the tubing that is fed into the blood pump. There were no loose connections but damage was seen to the combiset. The patient's blood loss was 100-300ml. There were no changes or disruption in pressure that could have caused the issue. There were no issues noted during priming. There was no patient injury or intervention. A medical doctor was contacted and the treatment was interrupted but no orders required per md. The treatment was not completed. The combiset is available to return.